Event description:
The facility representative reported a flogard infusion pump with an occlusion alarm. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "occlusion alarm" was confirmed during evaluation by a baxter service technician as a downstream occlusion alarm upon power up. Service determined that the cause was due to the downstream occlusion sensors being out of calibration. The sensors were recalibrated to resolve the issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).